Event description:
It was reported that the implant at tooth site 46 was fractured at the collar of the implant and was removed. Inflammation and edema were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b3. Date of event b4: date of this report b5: describe event or problem d4: additional device information d6a. If implanted d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative the implant was expired prior to the placement date, after follow up 22 nov 2024, it was reported that the correct implant placement date was not available. Zimvie received one (1) tsv4b10, (imp, tsv,4.1mm, sbm,10) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Implant fracture identified at the collar. Also, a fractured screw was identified inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 62255553. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62255553 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.